Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys anti-hbc ii result from the cobas e 801 analytical unit. The initial result was 1.05 coi, non-reactive. A repeat result performed on a different analyzer was 0.986 coi, reactive. An additional repeat result from the same analyzer as the initial result was 1.03 coi, non-reactive. Repeat results from another analyzer were 1.00 coi, non-reactive, and 0.994, reactive.

Manufacturer narrative:
Calibration and qc were passing at the time of the event, showing that the reagent is performing within specifications. The investigation determined that the sample was near the cut-off, and there is no product issue. If the clinical status is not clear, further hbv parameters should be tested, and also a follow-up sample is needed to see if the anti-hbc result increases. For anti-hbc, independent confirmation testing is not available, so the clarification is done via the majority approach. A competitor assay can be run, and the majority result can be considered correct.